Event description:
It was reported that patient was in the hospital because of a full return in pain symptoms, nausea, shaking, fever, issues with breathing and high blood pressure. The pain level was a 7/8; patient was getting 10 mg vicodin every 6 hours for breakthrough pain and the pump therapy was dosed at 4.5 mg per day of dilaudid. The pain was so agonizing that the patient asked his friend to get a gun to the ER. The pump was implanted in 2003 and patient thought the battery may be depleted. It was further added that a dye study was done about 3-4 weeks ago to rule out "leaking medication" and was normal. However following the study they forgot to turn the pump back on and patient had a full return in pain symptoms. Two weeks after the dye study the the pump therapy was started again with increased dosage. Drug delivered via the device was dilaudid.

Event description:
Additional information: it was reported, but not confirmed, that the patient¿s pump was three years and four months past its life expectancy. It was also reported that the reason the patient had the dye study to check for a catheter leak was because the patient was having gastrointestinal issues. After the pump was turned back on two weeks after the dye study, the pump seemed to be working for a day or so, but then it seemed like it was not working. The patient went to the hospital on (B)(6) 2012 for serious pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model: 8840, serial# unk; catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: unk. (B)(4).